Manufacturer narrative:
The pump was received with intermittent button response due to a flattened dome switch on the bolus, esc and act button. The keypad connector was inspected and locked on the lcd board. The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test and unexpected restart error tests. The pump passed all operating currents tested within the specification range and passed the off no power tests. The pump was received with a cracked reservoir tube lip, a cracked case near the display window corners and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call to have experienced keypad anomaly. It was reported that the act button was not responding. Customer's blood glucose was unknown, but customer reported that blood glucose can range from 50 mg/dl to 500 mg/dl due to being a brittle diabetic. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.